Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of occlusion and emergency or non-emergency arterial bypass surgery are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
There is no evidence to suggest that the device caused or contributed to this event. The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021. The subject was implanted with a 6.0 x 100mm biomimics 3d stent on (B)(6) 2021 to treat a restenotic occlusion (100% stenosis) with a target lesion length of 80mm of the sfa distal third to proximal popliteal segment of the left leg. A contralateral approach was used, and pre-dilatation of the target lesion was conducted with standard balloon angioplasty/percutaneous transluminal angioplasty. Atherectomy was also performed pre stent placement. An occlusion, early (7 - 30 days treated vessel) was reported to veryan on (B)(6) 2021. The event was reported as follows: "during procedure on rle on (B)(6) 2021, a left angiogram was performed which showed the sfa is widely patent but the popliteal occludes above the knee and reconstitutes below knee. Bypass left femoral-below knee popliteal performed on (B)(6) 2021." It was reported as "not related" to the device and "not related" to the procedure by the clinical site. It was also reported as target lesion related. The intervention was reported as being a target vessel revascularisation (tvr). The event is resolved, and patient has recovered. The device remains implanted.